Event description:
A "donor self-exclusion barcode" is a set of two barcoded labels explained by a corresponding eye-readable message ("transfuse my blood" or "do not transfuse my blood"). The barcodes themselves are defined by a separate series of unique codes. As part of the donation process, one of the barcodes is selected by the donor, removed from the set, and affixed to a donor registration form. The barcode is subsequently scanned as part of standard lab processing. For collection date 2/21/96, an unusually high number (29) of "do not transfuse my blood" responses, from two collection sites, were scanned by the lab. A review of unused label sets in use at these sites revealed three add'l sets in which the "transfuse my blood"/"do not transfuse my blood" barcodes were reversed. The MFR was notified immediately. All self-exclusion barcode sets were placed in quarantine and subjected to 100% verification by the blood center and/or the MFR. No add'l barcode reversals were found in any label sets. The MFR's evaluation revealed that the error was caused by a failure to follow standard operating procedures resulting in unauthorized manual repositioning of labels on the "web" during the die-cutting process. Correcitve action was implemented immediately.